Event description:
Information was received indicating that the pump exhibited last error code 1270. Per reporter it keeps beeping. It was reported that the pump had a cracked rear case and scratched. No adverse patient effects were reported.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 09-may-2022 via email and attached to complaint object: the event did not occur while the device was in use with the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition as all was intact. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was duplicated. It was recommended that the microprocessor unit board, rear housing assembly, lens and downstream sensor all to be replaced. The reported problem was due to a defective microprocessor unit board. The root cause of reported problem was unknown. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.